Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was found to have a broken cable tie. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that during preventive maintenance(pm), the cardiosave intra-aortic balloon pump (iabp) unit has component broken. A getinge field service engineer (fse) replaced cable tie, 5/16 nylon p-clip (d125-00-0028).no patient involved.the failure analysis and testing dept. Received part number with a reported unit failure of a broken part. Performed a visual inspection found the be physically damaged. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.